Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months prior to the date the manufacturer became aware.